Event description:
The customer reported that the device failed to seal the ip even though an end tone, indicating a completed seal cycle, was heard. When slight traction was used, the seals opened and began to bleed. Another ligation method was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.